Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Technical support educated the customer that using cold insulin is off-label. Customer continued to use the existing cartridge. There was no reported impact to blood glucose.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.